Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Refrence number (B)(4). Event occured in saudi arabia. It was reported that the patient faced a bent infusion set cannula event on (B)(6) 2026. The insertion site was the abdomen, and the infusion set had been in use for two days. The bent cannula resulted in a high blood glucose level, and the patient was treated with correction bolus. No further information is available.